Manufacturer narrative:
This report is submitted on (B)(6) 2020

Event description:
Per the clinic, the patient experienced slight hypertrophy in the middle of the wound. While shaving his head, the patient cut the raised area of the wound scar. The cut was treated with a topical steroid.